Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the adapter was broken and received separated from the loading unit. The articulation flag was bent. Functional testing of the loading unit could not be performed due to the damage to the adapter and articulation rod. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung lobectomy, while performing excision of lung lobe, the connecting rod fell out. They replaced the device to complete the case. There was no patient injury.